Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high pacing thresholds on the left ventricular (lv) lead. The lv lead output was turned off. It has not been determined whether the lead will be replaced. No patient complications have been reported as a result of this event.